Event description:
Call received from home healthcare nurse reporting that the bed received for her patient (received 20-mar. 2025) is not working at all and would like a replacement. Patient was discharged from the hospital and came home to a defective bed.